Manufacturer narrative:
Initial reporter phone number: (B)(6). One used blade was returned for evaluation. The returned, used blade assembly was evaluated for shedding. The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. However it was observed that there was a significant degree of splay at the inner blade edge form. This splay is typically caused by the stresses induced in the blade tip, during forming, and released once the edge form is cut into the tip. The splay caused a reduction in the gap between the inner and outer blade tips resulting in friction and galling of the material, leading to shedding. A change to the fabrication process for the inner blade has been affected which eliminates the splay condition. Additionally, steps at the assembly process have been initiated to screen for blade friction prior to packaging. A review of the device history record was performed which confirmed no inconsistencies (method code). The product was built to then current specifications. After the evaluation the root cause for the reported incident was found to be a manufacturing issue that has since been addressed (conclusion code). No further investigation is necessary at this time. (B)(4).

Event description:
During a sad (sub- acromial decompression) procedure, it was reported that the device was shedding. Additional information received indicated that it is not felt that the doctor left any shed metal in the joint. There was a five minute delay, no patient injury or complications reported.